Event description:
A pt who was anesthetized woke up prematurely from the anesthesia. It was observed that leakage was occurring from a crack along the side of the stopcock, making it so the medication did not get into the pt's bloodstream.

Manufacturer narrative:
It is unk whether the sample is available for eval. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).